Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a noise related malfunction. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and observed the reported malfunction. The fse replaced the compressor (0102-00-0001) after determining that it was defective. The unit was working fine. The fse performed all functional and safety checks to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported during routine check that the cs300 intra-aortic balloon pump (iabp) had a noise related malfunction. There was no patient involvement.